Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. D4: batch # unk. Additional information as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer = the stapling didn't work. No patient consequence. The device did not staple. The device cut but the line was incomplete. No difficulty to open the device.

Event description:
It was reported that during an unknown procedure, the device was defective use of a coelioscopy scissors to complete the procedure.